Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins didn¿t work to relieve pain in the target area. The patient reported that the ins didn¿t even last a year. It was noted that the records showed that the patient had the device for two years. The patient reported that they were in so much agony that they could not get up to go to the bathroom. The patient had the ins reprogrammed and it did not resolve the issue. The patient reported that it ¿got flattened¿ because it used to stick out of their ¿heinie¿ and prevented them from laying down in certain positions. The patient stated that the ins would not lay flat since it was implanted, but they adjusted their ¿bed pan,¿ which flattened it out. The ins was eventually surgically replaced on (B)(6) 2012 due to these issues. No further complications are anticipated.